Event description:
Customer was hospitalized with high blood glucose levels. Customer stated she tried to deliver a bolus after her dinner meal, but buttons did not respond. Customer stated that family member called in and was instructed to have the battery removed and pump rest for 10 minutes. Buttons still did not respond after battery change.